Event description:
A report was received that the patient¿s ipg would not hold a charge and would not linked. The physician believed it was due to the patient¿s non-device related surgery. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg would not hold a charge and would not linked. The physician believed it was due to the patient¿s non-device related surgery. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. It was also reported that during the procedure, the lead broke as soon as it was removed from the ipg but there were no exposed wires, however, the physician kept the lead implanted. Device malfunction was not suspected. The patient was reportedly doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.